Manufacturer narrative:
(B)(4).

Event description:
The pt received "too much bupivacaine" which caused numbness in her legs and as a result she fell down the stairs. Troubleshooting after the fall revealed that the catheter had pulled out of the pt's intrathecal space. She lost relief shortly after the fall and eventually a catheter dye study was done which confirmed the catheter was now subcutaneous. A catheter revision was done on (B)(6) 2011 and it was stated that "all went well". The medications being delivered via the device system were dilaudid and marcaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.